Event description:
It was reported the patient was experiencing pain at the implant site and in the leg. It was noted that the patient could not turn on the device because the pain increased. It was noted that a manufacturing representative tried to reprogram the device but could not because it was too painful when device was turned on. It was noted that manufacturing representative checked the device and determined it was 'ok.' It was noted that the patient's physician 'wanted to charge them again to take it out.' It was further noted that patient bent over 'about 2 months ago' prior to the report, in (B)(6) 2013, and experienced a 'sharp pain in the generator area.' It was noted that the patient was admitted because of her pain. It was noted that the health care professional (hcp) was unable to 'pin point' the cause of pain at the time. It was noted that patient paralysis was in the right leg. It was noted that the patient was 'sore around the generator and had a lot of pain in her left leg all the way down to her toe.' It was further noted that the manufacturing representative did a diagnostic test to check the leads but was not able to leave it on long because it hurt the patient. It was noted that the device had not been turned on since the test. It was noted that the hcp was unable to do an MRI because of the implantable neurostimulator (ins). Hcp suggested removal of the device because 'it was not functioning.' It was noted patient 'can hardly ride in a car' because of the pain. It was further noted that the reported was saying patient's trip to the emergency room was 'about three weeks ago' which is different than previously reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).